Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day was occluded on 6 occasions. The following information was provided by the initial reporter: unable to prime extension set due to high pressure on priming line with syringe and saline. Same issue as previously reported- difficult when priming with 10ml syringe of saline.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/24/2020. H.6. Investigation: eighteen 20019e7d samples were received for investigation with residual fluid in the line; sixteen from lot 20075232 in opened packaging and two without packaging. A visual inspection of all the samples did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each smartsite to a 50ml bd plastipak syringe from stock and flushing with fluid; the smartsite of two of the samples appeared to be occluded during first attempts to flush, however no further occlusions were observed following disconnection and reconnection of the syringe. No further occlusions were noted during testing of the remaining samples. A definitive root cause for the observed blockage could not be determined, no obvious manufacturing defects were observed which could have contributed to the occlusion. A review of the production records for lot 20075232 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, the manufacturing site have raised a request for corrective and preventative actions, CAPA#1998036, in order to further investigate a potential root cause for the observed occlusion as well as to identify any subsequent improvement actions. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day was occluded on 6 occasions. The following information was provided by the initial reporter: unable to prime extension set due to high pressure on priming line with syringe and saline. Same issue as previously reported- difficult when priming with 10ml syringe of saline.